Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No patient symptoms were documented. The patient stated that there were no bg values on his glucometer to compare the cgm values but alleged that the cgm was inaccurate. The patient reported evaluation and unspecified medical intervention in the hospital for hyperglycemia. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.